Manufacturer narrative:
(B)(4).

Event description:
The device was implanted on (B)(6) 2017. Two radiofrequency ablation procedures were performed on (B)(6) 2017. After the first procedure, the device was successfully interrogated and programmed to vvi mode. However, after second procedure, the device could not be interrogated with two different programmers (leds on the programming head were on). The device was eventually interrogated later in the afternoon.

Manufacturer narrative:
Preliminary analysis showed that the device was properly interrogated on (B)(6) 2017 (between 17:44 and 17:57).

Event description:
The device was implanted on (B)(6) 2017. Two radiofrequency ablation procedures were performed on (B)(6) 2017. After the first procedure, the device was successfully interrogated and programmed to vvi mode. However, after second procedure, the device could not be interrogated with two different programmers (leds on the programming head were on). The device was eventually interrogated later in the afternoon.

Event description:
The device was implanted on (B)(6) 2017. Two radiofrequency ablation procedures were performed on (B)(6) 2017. After the first procedure, the device was successfully interrogated and programmed to vvi mode. However, after second procedure, the device could not be interrogated with two different programmers (leds on the programming head were on). The device was eventually interrogated later in the afternoon.